Event description:
Rptr has an infection from abscessed tooth that is not responding to dental treatment and antibiotics. Rptr was shocked to find out on the tv program 20/20 of february 18, 2000 that most dental equipment sprays out water more contaminated with various bacteria than is found in toilet water. "No wonder I cannot beat this infection." Since this ordeal started rptr has been on 3 antibiotics and the third one now appears to be failing as well. After being in pain so long, rptr is beginning to wonder if they will ever get better or if this infection has gone into their bloodstream or brain. This is a risk of abscesses, but to think that the dentists own equipment could cause the problem is unthinkable! According to the program, dental pts are likely to receive bacteria from the other pts because the bacteria builds up in the lines of the equipment. Rptr trusted that dental equipment and water was sterile, but was wrong. Now rptr may need to go back and have tooth pulled since cleaning out the root canal did not help, but after being exhausted from this infection rptr is at a very high risk, as are all elderly, immune-compromised, and even some that were healthy before. Rptr certainly did not expect this abscessed tooth to have so many complications. Rptr hopes FDA will remember that every time they or a loved one goes to the dentist, the person's health is at risk. Dental problems such as this can lead to brain abscesses which are fatal. "It is not enough to wait until the dentists eventually get better equipment. Something needs to be done immediately! Please do all you can to ensure that the dentists are not infecting pt's with dangerous bacteria. Thank you for your help."